Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709, lot# j11007r35, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving bupivacaine and dilaudid, both of an unknown concentration and at an unknown dose via an implantable infusion pump for spinal pain. It was reported that a catheter event had been confirmed. It was reported that the patient had gone in for back surgery and their catheter had been accidently cut or damaged. The patient had not been able to receive appropriate therapy after that, so the surgeon and managing hcp were discussing their options at this point. The rep wanted to know what the pump off code was, and it was reviewed that the pump off code can only be provided once the pump authorization form is sent in to the manufacturer. No symptoms were reported. The hcp decided to set the pump to minimum rate instead of turning it off. No further complications were expected or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-apr-10. It was reported that the patient did not experience symptoms related to the catheter cut during back surgery. As an action/intervention taken to resolve the catheter cut during back surgery, the hcp stated that the plan was to replace the catheter once the patient recovers from back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.